Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was over 600 mg/dl. Troubleshooting was performed. The programming in the device was correct and the bolus history were matching with the daily totals. Run a fixed prime test and the insulin did not exit. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.